Event description:
It was reported by provider that he was attempting to deliver the 9sl wheel chair and when he opened the box, he discovered both drive wheels had broken spokes. The provider states the shipping box was intact. No consumer involved.